Event description:
New information received states that post-paced t-wave oversensing was still noted on the device. The patient did not receive therapy during the oversensing. Programming changes were made but the oversensing is still occuring the patient was stable.

Event description:
It was reported that when an asymptomatic patient presented via remote transmission, non-sustained rv oversensing due to post-paced t wave oversensing was observed. The patient did not receive therapy during the oversensing. Programming changes were made. The patient was stable before, during, and after the device interrogation.